Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device at the bedside in room (B)(6) was not alarming and there were no alarms at the view station. The customer states that the safetynet report was giving multiple sensor off messages. The nurse states that the bedside monitor has a green light and dashes instead of numbers on the display. No consequences or impact to patient.